Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered following a report of a patient having to drain manually during a dwell a few treatments ago due to feeling full. The patient reported manually draining 4000 ml. This drain volume is 200% the patient's prescribed fill volume of 2000 ml. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn was unaware of the overfill incident nor any symptoms, adverse events, nor required medical intervention as a result of any overfill incident. The pdrn could not confirm if the patient received the replacement cycler or returned the reported cycler.

Manufacturer narrative:
Correction: h6 iipv clinical code missing in initial report.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered following a report of a patient having to drain manually during a dwell a few treatments ago due to feeling full. The patient reported manually draining 4000 ml. This drain volume is 200% the patient's prescribed fill volume of 2000 ml. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn was unaware of the overfill incident nor any symptoms, adverse events, nor required medical intervention as a result of any overfill incident. The pdrn could not confirm if the patient received the replacement cycler or returned the reported cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered following a report of a patient having to drain manually during a dwell a few treatments ago due to feeling full. The patient reported manually draining 4000 ml. This drain volume is 200% the patient's prescribed fill volume of 2000 ml. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn was unaware of the overfill incident nor any symptoms, adverse events, nor required medical intervention as a result of any overfill incident. The pdrn could not confirm if the patient received the replacement cycler or returned the reported cycler.